Manufacturer narrative:
During investigation testing, the driver passed all functional testing. Additionally, an extended observation run was performed where the driver did not exhibit low fill volumes. The driver performed an intended with no evidence of a device malfunction. The root cause of the customer reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4851 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited low fill volumes while supporting the patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.